Event description:
The customer reported that the device would not seal vessels. No further info was made available by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.